Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, error u-04 occurred on vio dv integrated electrosurgical unit (iesu). The customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) regarding the error, which occurred the previous day. The troubleshooting process involved working with a local field service engineer (fse) to use force triad generator to continue with the procedure. The customer was informed that the u-04 error could be cleared by power cycling the iesu. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the reported issue was confirmed in the field. Visual inspection found no related issues. System testing showed most ports and instruments functioned, but bipolar slot 2 failed to fire. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of error u-04 is attributed to the program memory of the erbe generator being low. This issue can be resolved by power cycling the generator.